Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high threshold and high impedance resulting from a confirmed fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.